Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 495 mg/dl. Customer also reports that they are getting a no delivery alarm. Customer's blood glucose value was 366 mg/dl at the time of the call. Troubleshooting was performed. Customer states that they do not wait for the insulin to come to room temperature before filling the reservoir. Customer was advise to wait for insulin to come to room temperature first then call back for assistance in changing out their set. The product was not returned for analysis.